Manufacturer narrative:
Unused devices from the user were returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that the wire broke during the procedure and it was difficult to pull into the catheter. Twice, fragments of tissue wound up on the wire. No additional information available.